Manufacturer narrative:
Further investigation of the reaction monitors showed that there was no sample aspirated in the test reactions as also indicated by the abnormal aspiration alarms the system generated. The centrifugation time was insufficient for the type of sample tubes used based on the recommendations given in the product catalogues.

Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained that their cobas 8000 c 502 module generated no alarms despite receiving "0 results" on multiple tests from one patient sample. The customer provided both the initial and repeat results for tp2 total protein gen.2 (tp2) and alb2 albumin gen.2 (alb2). Note: the specific units were not provided for any of the below following results. The initial tp2 result was 0.39 with a repeat result of 62.3. The initial alb2 result was 0.93 with a repeat result of 46.25. For both tp2 and alb2 the initial results were not reported outside of the laboratory. The repeat results were deemed to be correct. Repeat testing was performed on another analyzer. The tp2 reagent lot was 246322 with an unknown expiration date. The alb2 reagent lot was 251369 with an unknown expiration date. There was no allegation that the patient was adversely affected. Further investigation showed an aspiration alarm around the time of the event. The qc trace also revealed sporadically low results over an extended period of time for alb2. The investigation is currently ongoing.